Event description:
It was reported that the patient had not used the implantable neurostimulator (ins) for a ¿couple of years¿ but wanted to turn it on with the patient programmer. The patient reported that they could not get the patient programmer to communicate with the ins. It was noted that with and without antenna was unable to communicate. The patient reported that they charged the ins ¿about a month ago and had all the bars and the ins was fully charged.¿ the patient reported that they were getting the reposition antenna screen on the recharger. The manufacturer representative assisted the patient with reposition/turn dial on antenna but it did not help communicate with ins. The patient noted the reason they had not used the therapy was because they did not have pain. The patient reported the last time they felt stimulation was two years prior to report. The patient noted that they called ¿a couple of months¿ prior to report and ¿someone¿ was able to turn stimulation on over the phone. The patient noted that they forgot why they called but they called the manufacturer about ¿something¿ and ¿the person on the phone¿ was helping someone else and patient was sitting in front of their computer and ¿somehow it turned on but not sure how it was turned on.¿ prior to that, the patient had not used it for two years. Follow up reported the battery was in sleep mode and it was noted the patient had not used it. No abnormal impedances were noted. A charging issue was noted. The event did not require hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).